Manufacturer narrative:
Investigation summary: ¿ scope of issue: the scope of issue is only limited to, bd facs lyse wash assistant, part # 337146, and serial # (B)(6). ¿ problem statement: the customer reported a complaint regarding carryover on 31mar2023. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue with part # 337146. Date range from 31mar2022 to date 31mar2023. ¿ device history record (DHR) review: DHR part # 337146 serial # (B)(6), file # 337146-337146-rr337146001103-107846019-22 was reviewed. The instrument manufacturing date is 07feb2022 and instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there are 9 complaints related to the issue of carryover for part # 337146. Pr# 5131110 5647244, 5647380, 5864046, 5915830, 6697302, 6700241, 6700265, and this one, 7595772. Date range from 31mar2022 to date 31mar2023. ¿ returned sample analysis: a complaint sample was not requested to be returned because parts replaced was not returnable and discarded. ¿ service history review: review of related work order #: 02911784; case # 01977103 install date: 24may2022 defective part number: n/a work order notes: o subject / reported: 337146 - bd facs lyse wash assistant ¿ carryover o problem description: checks in progress o work performed: - troubleshooting done. - replaced filter restrictor 342619 - fluidics: check for leaks. - pneumatic system: leak test performed. - valve group: check functionality. - vacuum: leak test performed. - vacuum: calibration performed. - cell wash assembly: probe rinsing check - lyse and fix solution dispensing functionality check. - check sensor functionality of the tanks. Final control: - reliability test performed (with food colouring). - system attributes in bd instrument database: checked. The instrument is performing within the expected specifications and is ready to use without restrictions. O cause: filter restrictor o solution: replaced part not in stock 05/15/2023 after various tests by the application specialist the lwa tool appears to work correctly, the problem was caused by the pbs-bsa solution used by the customer. ¿ labeling / packaging review: n/a ¿ risk analysis: risk management file part # 10000597659ra, rev. 03/vers. C, ra bd facs lyse wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no o ID: 3.1.2 o hazard: carryover o cause: clogged orifice o harmful effects: inaccurate results o residual probability: 1 o residual severity: 3 o residual risk index: 3 o residual risk evaluation: a o new hazards: none ¿ potential causes: based on the investigation, the potential cause of carryover was due to worn and clogged filter restrictor. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause of carryover was due to a worn and clogged filter restrictor. The fse (field service engineer) replaced filter restrictor 342619 at the customer¿s site form stock on hand. After the repair the instrument is performing within the expected specifications and is ready to use without restrictions. The replaced part was from stock on hand and not returnable, therefore it was discarded. Although this complaint involves carryover, no results were reported to the clinician, nor was a patient harmed or injured from diagnosis. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation, the complaint was a carryover due to worn and clogged filter restrictor. An fse replaced the filter, and no results from the carryover were reported to clinicians and no patients were harmed due to this issue. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because there was no impact to customer and patient health or safety. ¿ supporting document: n/a .

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that there was carryover with patient samples. The following information was provided by the initial reporter: checks in progress

Manufacturer narrative:
D.3 common device name: station, pipetting diluting clinical use. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that there was carryover with patient samples. The following information was provided by the initial reporter: checks in progress.